Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesions being treated were located in the >50% stenosed circumflex (cx), left main coronary artery (lmca), and left anterior descending (lad) artery. The proximal cx was treated with a taxus express2 8.8% 3.5 x 8 mm drug eluting stent without problems. The lmca was pre-dilated with a maverick2 3.0 x 15 mm balloon at 8 atms for 15 seconds and 14 atms for 10 seconds. The physician then deployed a taxus express2 3.5 x 16 mm drug eluting stent at 10 atms for 10 seconds in the lmca. There was resistance removing the balloon. The physician inflated the balloon twice to 16 atms for 2 seconds and pulled and twisted and the balloon was able to be removed. The physician then treated the proximal cx and the distal lad with a maverick2 2.5 x 30 mm balloon inflated three times in the cx and once in the lad. Integrilin, versed and fentanyl were given pre-procedure. No pt complications were reported.